Event description:
It was reported that the patient experienced a loss of therapeutic effect after he allowed his implantable neurostimulator (ins) to accidently discharge. He subsequently recharged successfully but could not turn his ins back on because the patient programmer component was not working. He had been under the impression that the programmer was a rechargeable device (this product runs on batteries). With the assistance of the company representative, the patient was able to turn on his ins. He was going to get new batteries for his programmer. It was noted that the patient was very happy with the device therapy with a reported approx. 50% reduction in his symptoms. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Extension model 7482a40, serial # (B)(4), implanted: (B)(6) 2011, explanted: na. Extension model 7482a40, serial # (B)(4), implanted: (B)(6) 2011, explanted: na. Programmer model 7436, serial # (B)(4). Adaptor model 64002, lot # n306623, implanted: (B)(6) 2012, explanted: na. Programmer model 37642, serial # unk. Lead model 3391s-40, lot # v259776, implanted: (B)(6) 2011, explanted: na. Lead model 3391s-40, lot # v259776, implanted: (B)(6) 2011, explanted: na.